Manufacturer narrative:
Account found that the right ucm cable was intermittent and there was fluid ingress on ucm. Account replaced cable and ucm to correct the problem. No pt involved. Bed in bed stop.

Event description:
Bed was alarming error 20-49.